Event description:
It was reported that the device experienced an electrical reset, which appeared to be typical of exposure to a strong electrical noise from welding. The patient had been welding in a tight corner at the time of reset. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters, critical ram parity error logged on (B)(6) 2011 in address (B)(6). Por severity is considered low as device should be able to fully recover after reset. Patient was welding at time of por. Device was not returned, but diagnostic information is consistent with reported event. Operational context may have also applied.